Manufacturer narrative:
Pump was received with compromised force sensor error alarm during basic occlusion test due to protruded/loose drive support disk. Unit had minor scratched lcd window, cracked battery tube threads, completely broken reservoir tube lip and missing reservoir tube o-ring.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm during manual priming. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.